Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, with only the proximal end returned and a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance, a lead fracture was the suspected cause. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance, a lead fracture was the suspected cause. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.